Event description:
This is the first of two reports on the same event involving two lot numbers of the same product. It is unk which lot number contributed to the event. Refer to 1065835-2012-00011 for a description of the first report. It was reported by the eye care professional (ecp) that his pt presented with a corneal ulcer in her right eye (od) that she had for approx three weeks. Upon the pt's f/u visit on (B)(6) 2012, the ecp reported that the pt is "pretty much resolved" with the treatment that was given. The treatment was unspecified. F/u received on (B)(6) 2012 states that the approx date of the event was (B)(6) 2012. The treatment prescribed was zymaxid, one drop every hr for four days and then one drop four times a day for seven days, and the pt will be refit into lenses the following week. The pain is described as a foreign body sensation - moderate. There was mild redness, no discharge, no anterior chamber reaction, the ulcer was centrally located 1 mm in size and there were no infiltrates or staining. Permanent scarring is noted. It is confirmed that the event has resolved.

Manufacturer narrative:
The unopened complaint product was returned and found to be within specification. However, because the lot number is known, upon completion of the mfg investigation, a f/u medwatch will be filed. (B)(4).